Event description:
The customer complained that the unit was found to be displaying all of the warning icons in the readiness indicator display. The unit also failed to turn on. There was no pt use associated with the reported complaint.

Manufacturer narrative:
Medtronic continues to investigate the reported event.